Manufacturer narrative:
(B)(4). The events of edema, erythema, induration, itching, inflammatory response, and hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings ¿ injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. 6. Adverse events per table 1: injection site responses by maximum severity occurring in > 5% of treated subjects, possible treatment site responses post injection with juvéderm® ultra include: redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. B. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported patient was injected with 1 vial of juvéderm volbella® xc to the tear troughs and 3 vials of juvéderm volbella® xc to the lips and perioral lip lines, as well as 1 vial of juvéderm voluma® xc to the upper cheeks and under eyes, and 1 vial of unspecified juvéderm® ultra to the lower face. A month later patient was injected with 2 vials of juvéderm vollure¿ xc to the marionette lines, lower face and lower lip margin. Two months later patient developed mild edema, erythema, and induration of the left marionette line area and at the vermillion border of the upper lips. Patient also developed itching to the lower face and around lips. Seven days later patient developed erythema and mild edema in the tear trough area. Patient was seen by the doctor who prescribed doxycycline, oral benadryl, and injected about 300 units of hyaluronidase over a two day period, followed by massage. The doctor does not suspect infection, but rather a possible inflammatory response or hypersensitivity. The doctor plans to use significantly more hyaluronidase and to add a medrol dose pack. Symptoms are ongoing. This is the same event and same patient reported under MDR ID #3005113652-2017-01247 ((B)(4)), MDR ID #3005113652-2017-01248 ((B)(4)), and MDR ID #3005113652-2017-01249 ((B)(4)). This MDR is being submitted for unspecified juvéderm® ultra.